Manufacturer narrative:
(B)(4).

Event description:
The representative reported that during the stage 1 procedure when they went to put the lead into the extension the lead wire popped out of the sheath and the wire was exposed indicating dislodgement. The representative reported that the patient was fine. The lead was pulled out and the procedure was started over with a new lead. There was no patient symptom reported. It was later reported that once the wire was exposed we didn't try anything due to the concern of it potentially not working correctly. Physician put the lead into the extension and the sheath over the lead wire separate and they used another device. The case was successful. No harm to the patient. It was noted that the patient recovered without sequela. A follow-up report will be sent if additional information becomes available.